Manufacturer narrative:
Trackwise ID # (B)(4). Corrected sections: h-6: evaluation method codes: removed "communication/interviews 4111". The device was returned to the factory on 08/31/2020. An investigation was concluded on 10/05/2020. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation on the side of the cold jaw was observed to be slightly peeled back from the cold jaw, but remained attached at the jaw. No other visual defects were observed. A mechanical evaluation was conducted. An mechanical evaluation was conducted. The toggle was manipulated to open and close the jaws with visible or physical defects. While manipulation of the blue toggle switch it was observed that the jaws would remain open when the toggle switch was in the neutral position. In order for the jaws to close, the toggle was pulled all the way back and the jaws would close. The mechanical evaluation was conducted 5 (five) times with the same observed failure. An engineers evaluation was conducted. The vh3500 hemopro tool handle was opened to investigate the cause of why the device jaws were not closing in the neutral toggle position. Visual inspection found that the flex shaft holes closest to the seal were not mated with the post in the handle. As further evidence, indents on the black flex shaft were seen from where posts on the handle were press into the black flex shaft. Upon visual inspection of the complaint device manufacturing engineering confirmed that the device jaws were not closing in the neutral toggle position. Based on the returned condition of the device and the evaluation results, both the reported failure"mechanical issue¿ was confirmed but was also confirmed for the analyzed failures "material twisted/bent" and "peeled; jaw".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, upon inserting the device through the cannula, the harvester realized the jaws were catching on the cannula. It seems the toggle spring inside the handle may be faulty. She realized the jaws were open in the neutral toggle position. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "2199" to "4582". The device was returned to the factory on 08/31/2020. An investigation was concluded on 10/05/2020. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation on the side of the cold jaw was observed to be slightly peeled back from the cold jaw, but remained attached at the jaw. No other visual defects were observed. A mechanical evaluation was conducted. An mechanical evaluation was conducted. The toggle was manipulated to open and close the jaws with visible or physical defects. While manipulation of the blue toggle switch it was observed that the jaws would remain open when the toggle switch was in the neutral position. In order for the jaws to close, the toggle was pulled all the way back and the jaws would close. The mechanical evaluation was conducted 5 (five) times with the same observed failure. An engineers evaluation was conducted. The vh3500 hemopro tool handle was opened to investigate the cause of why the device jaws were not closing in the neutral toggle position. Visual inspection found that the flex shaft holes closest to the seal were not mated with the post in the handle. As further evidence, indents on the black flex shaft were seen from where posts on the handle were press into the black flex shaft. Upon visual inspection of the complaint device manufacturing engineering confirmed that the device jaws were not closing in the neutral toggle position. Based on the returned condition of the device and the evaluation results, the reported failure "mechanical issue¿ was confirmed but was also confirmed for the analyzed failures "material twisted/bent" and "peeled; jaw". Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 25151914 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, upon inserting the device through the cannula, the harvester realized the jaws were catching on the cannula. It seems the toggle spring inside the handle may be faulty. She realized the jaws were open in the neutral toggle position. No patient involvement.